Event description:
It was reported, the subject device tip was damaged. The issue was found, during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. In addition, dents in distal end and outer tube was observed. The light guide cover glass had chipped and loose adapter missing ring were noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate, that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus will continue to monitor field performance for this device.